Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer

Manufacturer narrative:
An event regarding a posteriorly sloped tibial tray involving a shapematch cutting guide was reported. The event was confirmed. Device evaluation was not performed as no devices were received. Review of the device history records indicates the devices were manufactured and accepted into final stock with no reported discrepancies. A search of the complaint databases indicates similar events have occurred for the us shapematch cutting guides. Voluntary recall ra 2012-171 was initiated for us shapematch cutting guides due to the potential risks associated with these devices. The reported posteriorly sloped tibial tray is considered to be under the scope of this recall. As a result of an internal nonconformance the following root causes were identified: 1. Inadequate design controls , 2. Inadequate user training, 3. Insufficient quality control measures.

Event description:
Left knee revision of triathlon cr, that was a shapematch knee. Patient complained of left knee pain and upon review of x-ray, the tibial tray was sloped posteriorly. Triathlon ts was used as revision replacement system.

Event description:
Left knee revision of triathlon cr, that was a shapematch knee. Patient complained of left knee pain and upon review of x-ray, the tibial tray was sloped posteriorly. Triathlon ts was used as revision replacement system.